Event description:
Contact reported while surgeon attempted to insert a screw at the c4 location and during final tightening, one of the bushing popped out of position. Surgeon attempted to replace the bushing in position with a surgical instrument. He then re-inserted a large diameter screw into the c4 screw hole. The screw would not drop below the level of the bushing. Surgeon removed the plate and replaced with a second plate. Surgeon was unable to achieve purchase in the c4 hole. Surgeon opted not to insert a screw at the c4 location. He then removed the bushing to prevent a free floating object in the surgical wound and completed the case.

Manufacturer narrative:
The samples were reviewed by an rd engineer and no anomalies were found. All bushings were observed, free floating in the holes with no damage noted to bushings or plate. As mentioned in the complaint description, an alignment guide was used for drilling the pilot holes. However, it is unclear if alignment guide was used to insert the screws. The surgical technique advises using the alignment guide to help alleviate the problem reported by the surgeon. The bushings are free floating in the plate to allow for the proper locking interface between the screw head, bushing and plate. Function of the bushing is to prevent the screw from pushing through the plate during final tightening. Care should be taken during use to ensure proper alignment. If the event were to re-occur, effect of the event would be surgeon dissatisfaction and difficulty in operating room, however, there would be no harm to the patient. No other complaints have been reported for this lot number. Complaint data is reviewed monthly via the spine monthly complaint review meeting to identify and initiate action on any emerging trends; the meeting includes cross-functional representation from rd, quality engineering, clinical research, and complaint handling to ensure a robust review. No definitive conclusions can be made. However, it appears that atypical force and/or misalignment of the screw within the bushing resulted in the bushing pulling out.